Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer believes that she is not getting her insulin. Customer reported hearing a clicking noise and nothing coming out. Customer also stated that her blood glucose readings have been all over the place and has been treating with a manual injection. Customer's blood glucose reading at the time of the call was 548 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir and a no delivery alarm were noted in the alarm history. High pressure test was performed and passed on the second attempt. No further information reported.